Manufacturer narrative:
The unit did not have a button error alarm. However, the unit had an intermittent button response due to moisture damage on the keypad traces. There was no moisture damage on the electronics and motor. The unit had cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a button error alarm and a sticky keypad. Customer had the device in her nightgown and found it moist when the alarm occurred. The customer's blood glucose level was 74 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.